Event description:
The customer contacted the litigation group and alleged that he suffered several strokes as a result of a defective breeze 2 meter. He did not provide any add'l info in support of his claim. This complaint is to be reported per co's policy as the customer contacted legal with his claim. The meter in question was returned to the qa lab. All meter data was downloaded and analyzed. The meter contained 24 blood glucose readings that were taken over 58 days. The average reading was 121 mg/dl. The highest reading was 158 mg/dl. The lowest reading was 14 mg/dl. Overall, 92% of the readings were within the target range of 65-157 mg/dl. The contact information provided by the reporter. Attempts to locate the customer for add'l info have not been successful.

Manufacturer narrative:
The meter did not contain any control results. It also did not contain any insulin or lifestyle (meal, exercises, etc.) Records.